Event description:
Reported as "port broken".

Manufacturer narrative:
Medwatch sent to FDA on 14/oct/07. Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available, at this time, from the surgeon to determine the cause of the alleged event. No additional information has been reported to allergan regarding the serial number of the initial device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the and may occur due to leakage from the band, the port or the connector tubing."